Event description:
It was reported that prior to a coronary artery drug eluting stenting treatment procedure, the stent was not securely placed on the balloon. As the physician was placing the taxus express2 8% 2.75mm x 28mm drug eluting stent over the wire, it was noted that the stent was coming off of the balloon catheter. The stent was not used in the pt. No pt complications have been reported. No add'l info is available.